Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 161 mg/dl and the sensor glucose was 61 mg/dl at the time of the incident. The customer's other blood glucose was 256 mg/dl. The insulin delivery was suspended due to the sensor values. The suspend on low limit in sensor settings was 70 mg/dl. The customer reported that the difference occurred with the previous sensor. The sensor will be returned for analysis.